Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 80% stenosed, mid left anterior descending artery, after predilatation with a 2.5 x 12 mm trek balloon catheter, the 2.5 x 23 mm xience v stent delivery system (sds) would not cross the lesion. It was noted that the distal edge of the stent strut was flared. The procedure was completed with a 2.5 x 24 mm non-abbott sds. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis revealed that the stent implant had been partially expanded and the balloon had been flattened. Subsequent information received stated the damage was not related to the procedure or after removal, however, it could not be determined when post procedure it occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did not confirm the reported device issue. Based on the investigation, no product deficiency was identified.